Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2; lab: 4.4, (B)(6) 2010, 1.2; lab: 2.98.

Manufacturer narrative:
Investigation pending.